Manufacturer narrative:
Device evaluation of monitor was completed. The reported problem (will not power on) was confirmed. Upon investigation the monitor was unable to power on. The cause for not powering on was isolated to an open f600 fuse on the computer/analog board. The root cause for the open fuse could not be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor will not power up.